Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05253.

Event description:
It was reported during initial hip joint arthroplasty surgery, the liner did not seat properly into the cup and was damaged. An alternate liner was used. Attempts have been made and additional information on the reported event is unavailable at this time.